Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as a loss of connection. The probable cause could not be determined. The reported event of a transmitter not working is reportable based on the finding of a signal loss greater than one hour. No injury or medical intervention was reported.